Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was in the hospital at the time of the event. Hospital staff attempted to resuscitate the patient during the event. The lifevest detected vf at 18:56:43. The patient remained in vt/vf for approximately 12 minutes. The lifevest did not deliver a treatment during this time due to hospital staff pressing the response buttons during the lifevest arrhythmia detection. During this time hospital staff delivered four external defibrillations. The fourth external defibrillation converted the arrhythmia to af (140 bpm). CPR artifact was evident on the ECG strips. The patient remained in a paced rhythm until around 19:16:15, when the patient degraded to asystole. The lifevest considers asystole to be a non-treatable rhythm. The lifevest was shutdown at 19:16:36. There is no indication of a lifevest malfunction during the event. The lifevest was unable to deliver a treatment during the runs of vf due to hospital staff pressing the response buttons and the external defibrillations.